Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user became unresponsive after inserting a new insulin cartridge into the ilet without performing the required rewind step. Emergency medical services (ems) were called by the user's spouse. The user's blood glucose dropped to 43 mg/dl, and ems administered intravenous fluids and insulin. The user's spouse also provided oral carbohydrates. The user was not transported to the hospital and recovered at home.